Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016 patient indicated that she was keeping the smart device and the receiver within an inch or so together while charging. The times in which there are gaps from the smart device, she is using the receiver and the times in which there are gaps with the receiver, she is using the smart device. Patient was advised to turn the bluetooth off then on and then close and open the g5 application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.